Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The fractured plate was returned for investigation. The fracture line is located through a screw hole. On the fracture surfaces, both on proximal and distal parts, beach lines are visible which point to a possible fatigue fracture failure. The fracture surfaces show also small, polished areas and some scratches, most probably due to contact between the parts after the fracture. Some scratches are visible on the surface of the non-bone-facing side of the plate, most probably due to contact with some cerclage; however, no x-ray was received to confirm this hypothesis. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The new available information do not change the outcome of the investigation. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, but one photograph has been provided, which shows a left 15-hole ncb periprosthetic proximal femur plate. The depicted plate is fractured. The fracture runs through the middle hole of the most distal 3-hole pattern. The plate has blood and tissue remains and does not show the fracture surfaces; therefore, a more detailed assessment could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported that patient had a revision surgery due to a broken ncb pp proximal left plate after 6 months of implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.